Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: a2dr01, implantable pulse generator, implanted: (B)(6) 2013; 5086mri58, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during a pacing device and lead system implant the physician was unable to fasten the right atrial (ra) pacing lead in viable tissue in the right atrium. Evaluation with the device programmer confirmed the lead was undersensing at a normal sensitivity setting. The lead was explanted and replaced with another lead of the same model. It was subsequently reported that the replacement lead exhibited undersensing as well but may be due to scarring from a previous myocardial infarction. The lead remains in use. No patient complications have been reported as a result of this event.